Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device serial number/lot number is unknown, no product information has been provided to date.

Event description:
It was reported that during the use of the product, the connector was found damaged. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found cracking on luer lock adapter female, this cosmetic issue could cause leakage or another functional fail test, failure mode is confirmed. The root cause of the reported issue was found to be a supplier item fault. Scar submitted to supplier for luer connector on 27-nov-2020, in which supplier was notified about the issue reported for broken component, lot number was not provided it and cannot be confirmed if lot was impacted by the corrective actions implemented under the scar. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).